Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display and unable to perform any tests due to device flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display screen. The customer stated that, the insulin pump started beeping and flashing white and she could not do anything with it so she removed the battery and it would not stop alarming currently and screen went blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.